Manufacturer narrative:
The device was returned to olympus and the evaluation found: e216 (scope communication error). Based on the results of the investigation, the most probable cause of the findings is component failure. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, e216 (scope communication error).